Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported a low blood glucose (bg) event after the pump delivered what she believed was too much insulin. Review of the logs showed that a 9-unit dose was within normal range for the user. The lowest blood glucose (bg) recorded was 45 mg/dl. Bg was corrected with food. The user's reported symptoms included hunger and weakness. No medical intervention was required at the time of call.